Event description:
Customer reported that on (B)(6), 2014, at approximately 2:00 a.m., she attempted to test using her adc blood glucose meter and an "ee" appeared on the meter display. Customer reported she woke her but could not recall additional details. Customer's husband reported the customer "collapsed to the floor and (he) couldn't wake her up" so he called the paramedics. Paramedics arrived and checked the customer's blood pressure and blood glucose, and transported the customer to a local hospital. Customer's husband could not provide what medication was provided to the customer but reported the customer "stayed and (was) treated at the hospital for 6 days". After customer was released from the hospital, her doctor "changed her schedule" and insulin dosage. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.